Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Evaluation of the data logs showed extended up times with no change in the relative state of charge and a log that ended abruptly. The relative state of charge was not decreasing during system uptime. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The most probable root cause of the incorrect rsoc reading is due to a design error with the bq chip. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: to date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic video-assisted thoracoscopic surgery lobectomy, the device¿s jaws locked on tissue and was removed by manual retraction tool while being applied on pulmonary artery. After the blade was retracted with the manual retraction tool, they had a difficult time removing the reload. They then used the manual retraction tool to unarticulate the reload. The powered handle lost power suddenly after reload was fired. Reload became stuck on vessel in the closed position. Surgeon tried resetting handle, and then replacing handle with a new one, but it would not recognize the adapter. Surgeon had to use manual retraction tool to retract knife blade and remove reload from tissue. There was no injury caused to the patient and no medical intervention was required.